Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown. A review of non conformances related to this complaint investigation was conducted. As a result there was no evidence that any of the manufacturing processes and procedures performed contributed to this event.

Event description:
Report provided by the end user states that they have experienced that urine will not drain through the products anti-reflux valve into the pouch. The end users subsequent outcome was not reported.